Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with contralateral approach. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and mildly calcified superficial femoral (sfa) artery. After a non-bsc guide wire crossed the lesion, a 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.0x20x143 coyote es. No patient complications were reported.